Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow up. Externalized conductors were observed via x-ray. Variation in pacing lead impedance and variation in capture threshold were noted. The patient will be monitored with routine follow up.